Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample arrived out of the pouch primed. The sample was attached to an in house (B)(4) secondary set, which was spiked into a 1000 ml solution bag containing sterile water. The sample was then re-primed, which immediately detected a leak at the inlet port of the filter. Visual inspection under a microscope showed that the tubing to port assembly was incorrect. The leak occurred due to incorrect tubing to inlet port assembly. The reported condition was confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Report received via user facility report from the food and drug administration. It was reported that a nurse was changing the tubing for tpn administration and upon attaching the clearlink 1.2 micron extension set to the end of the regular IV tubing, the tpn leaked out of tubing. Upon inspection it was noted the plastic tubing was not attached properly to the filter during manufacturing. The nurse obtained a new set from the pharmacy and connected the tubing without further incident. There was no patient injury, just a slight delay in administration of tpn while troubleshooting the issue. No additional information is available.